Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: possible revision of primary cementless tha after 10 years in a 72 year old woman. We have practically no information on the case and the only xrays available are of very poor quality. They are supposed to be pre-revision xrays, but no radiographic history is available. With all reservations related to the poor quality, we see a femoral stem which is likely to have been undersized, with possibly a rotational orientation problem. The femoral resection, as it is shown at the (presumed) 10 year follow up, is also suboptimal, but we cannot tell if this can have influenced the results. As there is close to no information on the clinical status of the patient, the clinical and radiographic history, any findings at revision, we cannot pronounce any more than this.

Event description:
About 10 years after the primary surgery, the patient reported pain, and the stem was found mobilized. The surgeon also noted decentralization of the head. We don't have the confirmation that a revision has been performed but it is very likely. No other information is available at the moment.